Manufacturer narrative:
(B)(4). The device has been requested for return to the baxter product analysis lab for evaluation. Should the device be received and an evaluation completed or additional information received , a follow up report will be submitted.

Event description:
A caregiver (cg) contacted baxter's technical service center to report a patient death. The patient was not connected to the homechoice (hc). The cg stated the patient passed away on (B)(6) 2011, while at the hospital. Initially the cg stated the cause of death was a heart problem. On (B)(6) 2011 the following information was received from the patient's sister. In 2005, the patient began peritoneal dialysis (pd) using dianeal pd4 ambuflex (lot number or dosage was unknown), intraperitoneally (ip) nightly and performed a manual drain daily at noon. On (B)(6) 2011, the home healthcare nurse came to the patient's house and called 911 "because she did not like what she saw" (unspecified). The patient was admitted to the hospital (admitting diagnosis was not reported). The reporter confirmed the patient was having a difficult time breathing even with oxygen therapy. While in the hospital, the patient discontinued use of the pd cycler and began manual exchanges with pd4 ultrabag (lot number or dosage was not reported). On (B)(6) 2011, the patient expired while in the hospital. Official cause of death was not reported. The patient remained on pd therapy up until time of death. The outcome for difficulty breathing was reported as not resolved prior to the patient passing away. Causality assessment for death or difficulty breathing was not reported. No further information was provided. On (B)(6) 2011, additional information was obtained by (B)(6) from the patient's registered nurse (rn). The rn reported the cause of death was aspiration pneumonia. The rn stated the event was not related to any of the baxter pd solutions the patient was on. The rn confirmed the date of death.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the baxter product analysis lab (pal). The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test/ evaluation) testing. Review of the returned device logs revealed patient data from (B)(6) 2011 and recorded no device anomalies and no instances of iipv (increased intra-peritoneal volume). A two (2) year review of the service history for serial #(B)(4) showed that the device was not previously returned for any prior servicing. Review of the device history record revealed no issues that may have caused or contributed to the patient passing away. The assignable cause was not determined. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the patient passing away.